Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted. It was reported the patient underwent a procedure on (B)(6) 2009 and boston scientific obtryx or advantage were implanted. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent another procedure on (B)(6) 2009 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.